Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was an inpatient and informed the nursing staff that they had fallen several times and their device was not working. The caller indicated the fall was not related to the device or therapy. The caller noted the patient did not have their programmer. No patient symptoms were reported. No further complications were reported.